Manufacturer narrative:
The reported complaint symptom (display brightness problem) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed; front panel assembly; the inverter board transformer is shorted; evidence of burn present; a known good inverter board was installed and the display became fully operational; continued testing. Simulated treatment pre-accelerated stress test 15 minute 1000 ml test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a display brightness problem on the liberty select. The screen has been reported as getting progressively worse. The patient has been advised to discontinue use of the cycler and to contact the clinic nurse. Follow up with the patient indicates that the treatment was completed on the cycler. The patient resumed treatment on the replacement cycler with no reported complications.